Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2018-00271: head, 3025141-2018-00273: stem.

Event description:
An arh slide-loc radial head replacement system was implanted in patients left arm on (B)(6) 2016. Patient experienced constant stifness and the inability to straighten her arm. The device was removed on (B)(6) 2018.